Manufacturer narrative:
It was found during the device evaluation that the printed circuit board (flex assembly) was damaged and corrosion was found in the motor, which are probable causes of the device running without user activation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the saw was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.